Manufacturer narrative:
Correction:( model and catalogue #, lot #, UDI #), ( MFR contact first name, last name and email address),( phone #),: evaluation summary post market vigilance led an evaluation of one device. The visual inspection of the product noted that the obturator top was disengaged. The inflation syringe was not received. The insufflation bulb was received. The lock collar and trocar balloon were not received. The dissector balloon was disengaged from the cannula and not received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged obturator top and disengaged dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, during the placement of the mesh, the devices¿ sheath disengaged and fell into the patient¿s cavity, wherein doctor found a clear plastic in the wound. The surgeon used a laparoscopic instrument to retrieve the item. There was no patient injury.